Event description:
Pt had a sling procedure in 2001. Pt reported that after having sexual relations spouse was bleeding. They had been cut. Pt also said they had pain and discomfort for the last year. Pt said they were seen by the doctor and they stated that the sling was eroding. Pt reported the sling was removed due to infection and erosion.